Event description:
It was reported that during a shunt treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and calcified left brachial artery. A 5.0 x 40/40 sterling balloon dilatation catheter was selected and inflated to 6atms. On the second inflation at 12 atms a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)